Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements which increased from 980 ohms to 1700 ohms in the bipolar configuration with threshold measurements of 3.5 volts at 1 millisecond. The configuration was changed to unipolar and impedance measurements were 280 ohms with threshold measurements at 1.9 volts and 1 millisecond. It was noted the patient experienced dizziness. No additional adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.